Event description:
During multiple procedures where the doctor was attempting to band varices on patients, the bander either did not fire, or misfired. Two of the banders did not fire and release the bands. One bander released two bands at the same time. Reference reports: mw5117936, mw5117938.